Event description:
The surgeon attempted to implant an aq5010v lens. The lens haptic bent whent the surgeon was advancing the lens through the cartridge. No pt contact. Facility states that this event was due to the cartridge malfunction as they felt it was loaded correctly.